Event description:
I am an experienced physician, a pediatrician in private practice for (B)(6). I have worn contact lenses for (B)(6). Yesterday, I inadvertently used ciba's clear care contact lens solution to clean a contact prior to insertion. Although the bottle warns you not to rinse the lenses with the solution prior to inserting, it does not give the slightest indication of the severe pain and reaction you will experience. I had immediate severe pain and a very nasty chemical keratitis developed with a severely bloodshot eye. I am unable to use contacts now, although I believe the reaction will not cause any permanent damage and will resolve in less than a week. I have called and spoken with ciba reps both yesterday and today, but I also warned them I would likely contact the FDA. That ciba has chosen to not strengthen their warning is shameful and reckless in my opinion. I don't know how they have gotten away with this. It is clear through a casual search of the web that this issue has been raised by hundreds or even thousands of other people. There is a report from last (B)(6) http://blogs.consumerreports.org/health/2010/08/clear-care-improved-label-warnings-coming-for-contacts-cleaner-clear-care-contact-lens-safety.html that label changes were coming. I am unimpressed. Please advise.